Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, noise and post-paced t-wave oversensing resulting in loss of pacing were observed on the right ventricular lead. As a result, the patient experienced asystole. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damages. The reported event of noise and post-paced t-wave oversensing was not confirmed.